Event description:
It was reported that a piece of the lancet broke off into the patient's finger. The patient believes this occurred one or two other times. The patient used a fingernail clipper to remove the piece of lancet. He also applied neosporin to his finger. No adverse event reported. The lancet lot number was not provided. The lancet was discarded; therefore, no product could be requested to be returned for product evaluation.